Event description:
It was reported by service report that the docker cable was damaged preventing transmission to a remote nurse station. The customer reported that they did not know if there was pt involvement or there were adverse consequences to report.

Manufacturer narrative:
Docker cable.